Event description:
Related manufacturer report number: 2017865-2022-13950; 2017865-2022-13953; 2017865-2022-13955; 2017865-2022-13956. It was reported that the patient presented at the clinic with a surgical site infection and the pacemaker was explanted. Information received notes the pacemaker was re-implanted again on a different side on (B)(6) 2022 after supposed appropriate sterilization of the device. An issue was observed with a stylet not advancing fully in the older leads during the procedure. The older atrial and ventricular leads were explanted (B)(6) 2022 and replaced. The patient died on the (B)(6) 2022 at night.

Manufacturer narrative:
The reported event for failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was obstructed by blood. The cause of the reported event was due to blood obstructing the stylet in the inner coil of the lead. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
Note: the location of "re-sterilization" could not be confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.